Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/chronic low back pain. It was reported that there was a shift in stimulation coverage, away from pain areas in legs and into abdomen instead. It was reported that the patient fell about 2 months ago while going up the steps to her back porch and fell backward, landing on her buttocks. Patient later noticed stimulation was no longer working in her legs and had moved to her abdomen. Manufacturer's representative reported that the patient would be reprogrammed for 9/6. Issue not resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that cause was not determined. Issue was reported to be resolved.